Event description:
It was reported that during the implant procedure, a vascular dissection occurred during delivery of the balloon catheter when the catheter went into the vessel branch. The physician aborted the procedure. No further patient complications have been reported as a result of this event.